Event description:
The customer reported ventilator inoperable, safety valve fail, loss of gas and invalid gas ID alarms on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and saw that yellow leaks waveform and auto triggering shows on the unit.a loose o2 sensor cable was found on the connector side and air source leaks and the water trap were not up all the way. The o2 sensor cable was tightened,air hose was replaced and the water trap was reseated. O2 concentration and ovp (operational verification procedure) were performed and all test passed per avea service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.